Manufacturer narrative:
Product ID# 97714: the implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated accelerometer test system. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Product ID# 977c165: electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, the lead was not completely seated in the implantable neurostimulator (ins) connector port. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. Analysis determined the setscrew impression was not in the correct location. The ins output was tested at the cut end of the returned lead. No output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and no output was observed on all electrode pairs. Analysis observed the lead was not completely seated in the ins connector port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient continued to have intermittent shocking/stimulation even thought the unit was off. The patient's physician was informed and they were going to review her MRI and possibly order other scans lower in the back. All of the patient's impedance values were normal. The rep had no additional information at this time.

Manufacturer narrative:
Reference the main component of the system, other applicable component are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was experiencing shocking. The patient stated that there was intermittent and uncomfortable shocking when the device was on and off. Impedances were checked and were normal. An MRI was obtain as well and was normal. The patient switched from adaptive stimulation to conventional with no change in symptoms. The patient was instructed to turn the stimulator off for one week, then follow up with their primary health care professional. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.

Event description:
Additional information: it was reported the patient decided to have their device explanted due to lack of efficacy. The patient had the device explanted on (B)(6)2018. The device was sent back for analysis. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had shocking starting in (B)(6)2017. The patient generally gets stimulation delivered to their legs. The patient after meeting with a manufacturer's representative (rep) on july 10th turned stimulation off completely and reported that they are still getting shocked, mainly in the left leg, although in other places as well. The patient reported that it doesn't seem related to any activity level or position. The patient reported feeling regular stimulation sensation of and on when the ins was off. The impedances are all normal and are between 1032 and 1404. No further complications were reported or anticipated.